Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological condition related to an allergic reaction and paresthesia.

Event description:
The patient reported the following: I have a patient who's in pain and ready to quit her candid treatment from terrible burning sensations and now paresthesia.